Event description:
We have received a product report involving a non-(B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received: information was received from a manufacturer's representative regarding an implantable neurostimulator. The reason for call was manufacturer representative (rep) reported the patient reported they had pain and redness around the implanted neurostimulator site after getting an MRI a few years ago. Caller was inquiring why this may have happened. Caller then found out, by talking to patient during the call, that their neurostimulator is from boston scientific, not (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).